Event description:
It was reported that the patient experienced infection with their artificial urinary sphincter. During a revision, infected tissue of the urethra oozed out hen the cuff was placed. Infection was then noted in the scrotum. Nothing was implanted. The infection was sent to the lab. The patient was catheterized for over a week, but doing well. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.